Event description:
A caller reported an occlusion alarm with their device, which resulted in their blood glucose level displaying as "high," although the specific value was unknown. To address the high blood glucose level, the customer administered a correction injection via mdi and resolved the occlusion events by changing the infusion set and cartridge before resuming insulin therapy. The customer experienced frequent occlusion issues and requested further assistance, which led to a follow-up being initiated.